Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. One day after onset, the patient began treatment for the peritonitis with vancomycin (1 gram/ 2 liter, frequency and route not reported) and fortum (1 gram/ 2 liter, frequency and route not reported). The action taken with dianeal therapy was unknown. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.